Event description:
Information was received from a healthcare provider (hcp) and patient via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver hydromorphone. Dose and concentration information was unknown. It was reported that the patient had had a communicator and personal therapy manager (ptm) since implant and had reported that the ptm stopped at 90% when attempting to give a bolus "for about a minute" before going "all the way through". Technical services told the rep to try to have the patient lay down, move the communicator over the "6 o'clock position, above the pump, etc.". It was confirmed that the boluses still went through, communicator detected pump and said "connecting" immediately. The rep asked if the patient could be sent a new communicator, however, technical services reviewed that there was no guarantee that this would speed up telemetry. The rep had another communicator and wanted to see if that worked better for the patient, but it did not have enough charge to pair with the ptm. Technical services discussed having the patient take that communicator, charging it for more than 2 hours and then seeing if that establishes telemetry and delivered a bolus faster. The rep planned to check back in with the patient on (B)(6)2024. Additional information from the company rep stated he was having issues being able to pair a communicator to a a820 handset. The company rep stated he got repeated device not found and the communicator would not pair to the handset. He had tried rebooting a couple of times and the issue persists. The company rep stated this was the second communicator with the same issue. Additional information was recieved from the company representative (rep) reported that the serial number for the communicator was unknown. This was originally reported by the patient and the cause of the personal therapy manager (ptm) stopping at 90% was not determined. Actions/interventions taken to resolve the issue was that the account had an extra communicator and that was given to the patient and paired with the patient¿s pump.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.